Manufacturer narrative:
(B)(4) the event is currently under investigation.

Event description:
During catheterization of the descending aorta via the right femoral artery, a pediatric probe had been mounted on a j guide (another manufacturer). Without major release of the guide, a problem at the end of the beacon tip catheter was noted via fluoroscopy. The distal end of the catheter seemed to have detached and was recovered without incident (MDR;1820334-2015-00767). During a second attempt of inserting a beacon tip pediatric catheter, the same j guide was used and a tearing of the end of the catheter was noted (subject of this report, MDR;1820334-2015-00764). The fragment was recovered by a snare via a second puncture to the artery. No materials were left inside the patient. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation. A review of complaint history, device record history, instructions for use (IFU), quality control and visual inspection of the returned device was conducted during the investigation. The product was returned in an opened and used condition. A visual inspection noted that a portion of the distal catheter tip had separated circumferentially as well as exhibited a longitudinal split , due to a material failure. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: "due to thinwall construction, extreme care must be exercised during manipulation and withdrawal. Catheter insertion through a synthetic vascular graft should be avoided whenever possible." "The possible whiplash effect of the long, soft catheter tip must be considered during selective angiography." A CAPA was initiated as part of the recall actions for this product to further investigate the incident. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
During catheterization of the descending aorta via the right femoral artery, a pediatric probe had been mounted on a j guide (another manufacturer). Without major release of the guide, a problem at the end of the beacon tip catheter was noted via fluoroscopy. The distal end of the catheter seemed to have detached and was recovered without incident (MDR:1820334-2015-00767). During a second attempt of inserting a beacon tip pediatric catheter, the same j guide was used and a tearing of the end of the catheter was noted (subject of this report, MDR:1820334-2015-00764). The fragment was recovered by a snare via a second puncture to the artery. No materials were left inside the patient. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence